Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range pacing impedance measurement, measuring less than 200 ohms. Subsequently this rv lead was surgically capped, and a new lead was successfully implanted. No additional adverse patient effects were reported. This rv lead remains implanted but electrically deactivated and will not return for analysis.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.

Event description:
It was reported that this right ventricular (rv) lead exhibited low out of range pacing impedance measurement, measuring less than 200 ohms. Subsequently this rv lead was surgically capped, and a new lead was successfully implanted. No additional adverse patient effects were reported. This rv lead remains implanted but electrically deactivated and will not return for analysis.